Manufacturer narrative:
The battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed through log file analysis since this event is related to the battery's mechanical connection. A possible root cause of the reported event can be attributed to a damaged battery output connector, however, analysis of the device could not be performed since the device was not returned for evaluation. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. According to the instructions for use (IFU), when changing a battery, users are instructed to grasp the cable of the fully charged battery near the connector, leaving the connector free to rotate. They are then to line up the solid white arrow on the connector with the white dot on the controller. Users are to gently push the cable into the controller. They are further instructed not to twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. Users are to always confirm that the battery cables are properly locked on the controller by gently pulling the cable near the controller power connector. They are cautioned to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Per the IFU, users are instructed to return any damaged components to heartware. Any observed damage to the component would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient's battery would not connect properly to their controller. The site further reported that the patient had not reported having dropped the battery and they had not noted any external damage or bent pins on the device. The site also noted that they regularly reinforce the necessity of not using excessive force when connecting power sources with their patients. The battery was exchanged with no reported patient consequence which appears to have resolved the issue.